Event description:
Customer indicated that the product was unable to hold a suture.

Manufacturer narrative:
Manufacturer's investigation, including review of complete device history record and mechanical testing of reserve product from the same lot, does not support observations reported by the customer. All in-progress and finished product test results for this lot met acceptance criteria.